Event description:
Had essure procedure done since, I have had horrible pelvic pain, cramps, aches, dizziness, low blood pressure, acne, sweats, nickel allergy crashes for 3 yrs. I can no longer do any work involving ab muscles and have since had horrible dental problems. I was asked if I had an allergy to nickel, told them I did not known and they never tested. Now I have constant rashes that never go away. Having serious side effects and cannot afford to go to the doctor/hospital.